Event description:
The company was made aware that a patient underwent revision surgery due to pain and high impedance.

Event description:
See section h, number 6 for investigation update.

Event description:
Section d suspect medical device: added serial number, model number, exp date, and UDI.